Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports the pods needle had not retracted upon initial activation. The patient removed the pod from the insertion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports the pods needle had not retracted upon initial activation. The patient removed the pod from the insertion site.